Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. A malfunction was suspected and the device was turned off. The implantable cardioverter defibrillator (ICD) remains in the patient. No further patient complications have been reported as a result of this event.